Event description:
It was reported that: patient is still experiencing difficulty lifting and soreness afterwards for more than three days. Patient stated that pain comes and goes. He is having difficulty climbing stairs, riding a four wheel, hiking and ridding horses. Patient stated that he is currently on meloxicam.

Manufacturer narrative:
An event regarding revision due to pain of unknown etiology was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain of unknown etiology is considered to be under the scope of this recall. No further investigation is required.